Event description:
The customer reported that the drug voltaren may have an effect on free triiodothyronine (ft3) measurements and provided some data from patients who were prescribed voltaren. Voltaren was prescribed for the patients, but it is not known if the patients actually took the drug. The voltaren medication was prescribed as a medicine to be taken when the patients were in pain. Data was provided for a total of eleven samples from eight different patients. The samples were tested using the roche ft3, free thyroxine (ft4), and thyrotropin (tsh) methods on an e module and also the centaur analyzer method of the same assays. Of the data provided, six samples from six different patients had erroneous results for ft3 when compared to the centaur analyzer method. One of the six same samples had an erroneous result for tsh when compared to the centaur analyzer method. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. This medwatch will only cover the ft3 assay. Please reference the medwatch with patient identifier of (B)(6) for information on the tsh assay. The first patient sample initially resulted as 17.8 pg/ml for ft3 on an e module. The sample was tested on a centaur analyzer and resulted as 3.2 pg/ml for ft3. The second patient sample initially resulted as 8 pg/ml for ft3 on an e module on (B)(6) 2009. The sample was tested on a centaur analyzer and resulted as 2.2 pg/ml for ft3. The third patient sample initially resulted as 7.3 pg/ml for ft3 and as 4.49 uiu/ml for tsh on an e module on (B)(6) 2009. The sample was tested on a centaur analyzer, resulting as 2.3 pg/ml for ft3 and 6.3 uiu/ml for tsh. The fourth patient sample initially resulted as 5.4 pg/ml for ft3 on an e module on (B)(6) 2009. The sample was tested on a centaur analyzer and resulted as 2 pg/ml for ft3. The fifth patient sample initially resulted as 7.8 pg/ml for ft3 on an e module on (B)(6) 2010. The sample was tested on a centaur analyzer and resulted as 1.9 pg/ml for ft3. The sixth patient sample initially resulted as 6.5 pg/ml for ft3 on an e module on (B)(6) 2013. The sample was tested on a centaur analyzer and resulted as 1.8 pg/ml for ft3. The patients were not adversely affected. The e module serial number was asked for, but not provided. Based on the information provided, it could not be clarified if the high ft3 values are related to the drug voltaren or to another effect. Alternatively, the values from the e module may be correct and the values measured with the centaur analyzer may be too low. It is known that voltaren may have different side effects. One of these possible side effects relate to the binding of thyroid hormones t3 and t4 to its binding proteins. This side effect could possibly explain the high values for the ft3 assay. However, one would then also expect higher ft4 results which do not seem to be the case. There is also a contradiction to this idea if referring to the ft3 values generated by the centaur analyzer. It is also not known if these patients actually took the drug.

Manufacturer narrative:
This event occurred in (B)(6). Concomitant product: voltaren medication for patient. The patient was prescribed once a day from (B)(6) 2009, twice a day from (B)(6) 2009, and once a day after (B)(6) 2009.

Manufacturer narrative:
A specific root cause could not be determined. From the information provided, a general reagent issue is not likely. An effect of the drug voltaren is possible, but could not be confirmed. Samples were requested for investigation, but could not be provided.